Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify stuck button alarm due to blank display. Also, received with moisture damage on the motor and force sensor. Device was also received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had button error alarm. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.